Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. Bench repair is currently pending. This investigation is ongoing.

Manufacturer narrative:
It was reported that a backup alarm failure had occurred. The unit was pending bench repair. At a later time, bench repair was cancelled. No further information provided. Bench repair has been cancelled. No further information provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.